Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of antibiotics was noted to be separated from the drip chamber as the register nurse moved the bag. This resulted in a splash of the medication into the rn's mouth. There was no report of patient or staff harm.

Manufacturer narrative:
Correction on initial report: after further review, file is deemed not reportable.